Event description:
The customer contacted physio-control to report that the information on their device's display would disappear when the device was bumped. This occurred during a recent patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available. Upon evaluation of the electronic patient record from the event, physio observed that the device had actually lost power multiple times during the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then opened the device and reseated and tightened all internal connections which resolved the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use.